Manufacturer narrative:
Supplemental #1 ((B)(4) 2013): additional information on (B)(6) 2013, the patient returned lfs¿ call. The patient stated that the alleged inaccuracy occurred in the (B)(6) 2013 as opposed to 6 months prior to contacting lfs. The patient could only recall that he obtained a result with the subject meter that was approximately double the result than that obtained on the other device. The patient confirmed taking an increased dose of insulin in response to elevated result and confirmed he ¿passed out approximately 30 minutes later. The patient confirmed he ¿awoke¿ on his own and treated self with food and drink. The patient stated he saw his hcp the following day. The additional information obtained during the follow-up call does not change the classification of this complaint.

Event description:
On (B)(4) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter read inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that approximately 6 months prior to contacting lfs he obtained a result with the subject meter that was higher than a reading obtained on another device. The patient did not recall the results obtained with either the subject meter or the other device. The patient informed the csr that he was managing his diabetes with insulin. In response to the higher result obtained with the subject meter, the patient claimed he took an increased dose of novorapid insulin. The patient stated he took 20 units instead of his usual 10 units. Sometime after administering the increased dose of insulin, the patient stated he ¿passed out because he went low.¿ the patient informed the csr that he ¿woke up¿ and went to see his doctor who advised him to contact the meter manufacturer to report the issue. It is not known if the patient received any medical treatment/intervention to treat the alleged low blood glucose excursion. The patient reported he only received a physical at the time of the doctor¿s office visit. There was no mention of medical treatment provided by an hcp. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly ¿passed out¿ to a low blood glucose excursion after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 ¿ (02/07/2014) the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3 ¿ (03/05/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.